Manufacturer narrative:
An evaluation of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequence is improbable and that no complaints documenting deaths or serious injuries have been received. Health and life, as a MFR, conducted a preventive action and corrective action to eliminate the root cause and recurrence. Furthermore, for the complaint devices, health and life has initiated voluntary recall, and the recall notification letter and required recall materials were issued and submitted on 04/24 and 04/30/2013, respectively.

Event description:
The customer contacted nephron pharmaceuticals corporation regarding a product complaint on (B)(6) 2013. The pt reported that a silver circular piece from ez breath atomizer fell from the device into his mouth while in use. The pt reported that he did not suffer medical harm.